Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was explanted due to premature battery depletion (pbd). Upon receipt at our post market quality assurance laboratory it was determined that the device had reached end of life (eol) prematurely due to higher than expected cell impedence increase. Device was explanted on (B)(6) 2013 with a reported reason of normal battery depletion (nbd). No additional adverse patient effects were reported.